Event description:
The product was used during a lar procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.